Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil impedance when measured just prior to operation was found to be high. The lead was inserted to a new device at surgery and gave no readings. The device was reprogrammed with the svc coil off but the lead otherwise still in use. No patient complications have been reported as a result of this event.